Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02354 addresses the other device. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal varices banding procedure performed on (B)(6), 2011. According to the complainant, the patient was being treated for esophageal bleeding. During the procedure, the physician applied suction to the varix and an attempt to deploy a band was made. However, blood began to leak out of the ligator head. The physician then used another speedband superview super 7 multiple band ligator, but the same issue recurred; blood began leaking out of the ligator head. It is not known if any bands deployed successfully onto the varices. The patient was then injected with terlipressin, but it is not known if the injection resolved the bleed. Post-procedure, the patient's condition was reported as being unstable due to the bleeding. The patient passed 8 hours after the procedure ended. The patient's death was attributed to a hemorrhage in the superior digestive tract. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device has been received for analysis however; an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02354 addresses the other device. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophageal varices banding procedure performed on (B)(6) 2011. According to the complainant, the patient was being treated for esophageal bleeding. During the procedure, the physician applied suction to the varix and an attempt to deploy a band was made. However, blood began to leak out of the ligator head. The physician then used another speedband superview super 7 multiple band ligator, but the same issue recurred; blood began leaking out of the ligator head. It is not known if any bands deployed successfully onto the varices. The patient was then injected with terlipressin, but it is not known if the injection resolved the bleed. Post-procedure, the patient's condition was reported as being unstable due to the bleeding. The patient passed 8 hours after the procedure ended. The patient's death was attributed to a hemorrhage in the superior digestive tract. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).